Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline flex w/shield technology stent ptfe sleeves could not be retrieved. No patient symptoms or complications were associated with this event. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the patient was undergoing treatment for an ophthalmic aneurysm. The patient's vessel tortuosity was normal. It was clarified that the physician could not advance the microcatheter over the ptfe sleeves. Everything was removed, thus, the physician lost access through the placed pipeline. The delivery system was not stuck during retraction, and no sleeves broke off in the patient/ the sleeves were successfully removed. The physician was able to access the placed pipeline and placed a second device to complete the procedure. The cause of the inability to retrieve the sleeves was not determined. There had been no resistance during delivery of the pipeline. A continuous saline flush was administered and maintained as indicated in the IFU. There was no damage to the pipeline pushwire. A phenom 27 microcatheter had been used.